Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned broach handle was unable to confirm the reported event. Functional testing with a depuy retained broach confirms that the device was able to mate with a compatible broach and hold securely. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation not being able to confirm the complaint the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The broach handle does not lock the broach in place.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.